Manufacturer narrative:
Engineering evaluation summary: per doc-0570230, dehiscence refers to the separation of the prosthetic valve from the surrounding heart tissue, typically at the sewing ring where the valve is sutured to the annulus. This separation can cause blood to leak around the valve (paravalvular regurgitation), reducing its effectiveness and straining the heart. This generally occurs due to patient-related anatomical factors, such as irregular anatomy, which may lead to increased stress on the surrounding tissue over time. This is often as a result of successive dilation of cardiac structures caused by progressions of valvular disease. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including increased stress on the surrounding tissue over time, and the reported patient conditions hld and htn.

Event description:
It was learned through implant patient registry and medical record that a 29mm 11500a resilia aortic valve was explanted after an implant duration of (B)(6) due to dehiscence with severe pvl. Patient presented with worsening dyspnea. Avr was completed with a 29mm 11060a konect valved conduit. Per medical record, patient presented with partial valve dehiscence and was found to have healed endocarditis. Echo demonstrated rocking motion of aortic valve with severe pvl. Patient underwent urgent redo avr via biobentall procedure. Post-procedure echo demonstrated no regurgitation.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant patient registry that a 29mm 11500a resilia aortic valve was explanted after an implant duration of 1 year, 7 days due to unknown reason. Avr was completed with a 29mm 11060a konect valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.